Manufacturer narrative:
The exact date of the event is unknown, event occurred in (B)(6) 2010. Explant date: (B)(6) 2010. Additional suspect medical device component involved in the event: product family: artisan lead 50 cm, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 16831001.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. The explanted device will not be returned. No further information could be obtained.